Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: this disposable was unavailable for specific root cause analysis. Signals in the rdf indicate the possibility that the plasma line may have been partially occluded during a portion of the run. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump during the pca substate, which in turn causes the flow through the lrs chamber to be higher than the system expects. This can cause wbcs to escape the lrs chamber and end up in the product bag. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbcs in the platelet product". The new algorithms were added in the 6.1.2 trima equipment software upgrade.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.